Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, the patient experienced chronic pain, infections, lower urinary tract obstructions & urinary retention, pulling sensations across the pelvic area and other mental and physical pain and suffering. All other information, including the patient's current condition, is unknown and reportedly unavailable.